Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. One fragment of 57.5 cm length and one fragment of 20.5 cm length were returned for analysis. The lead tip and the connector pin were not returned. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The visual inspection of the returned fragments revealed severe deformations of the inner and outer conductor coil. At several places the coating of the coils was pulled of most likely due to tensile forces applied during the surgery. Due to the damages an electrical inspection of the fragments was not properly feasible. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.